Event description:
The customer reported the valve was leaking and spraying water during an unspecified therapeutic procedure. The leak happened before the valve was manipulated and prior to the needle or syringe being applied to the valve. The user covered the valve with a towel in order to finish the procedure. There was no effect on the patient due to the event.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. Therefore, the reported event and condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the valve leaking. There were no abnormalities in the inspection sheets. Based on the results of the legal manufacturer's investigation, it is likely the leak was due to the rubber of the biopsy valve being damaged or deformed by attaching and detaching the aspiration needle and the syringe during the procedure, or the biopsy valve was not placed properly on the endoscope. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information received after the initial report was submitted. H4: the device was manufactured in april 2019. The specific date of manufacturer could not be determined and april 1, 2019 was used in h4 of this report.